Event description:
Healthcare professional reported "rupture" confirmed via MRI against right device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, wear abrasion, crease fold, and deformation. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no openings were observed on the device.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" confirmed via MRI against right device. The device remains implanted.